Event description:
Vascular prosthesis (catalog #631608 and lot #14254) was successfully implanted during a routine surgical procedure. The procedure was completed without incident and two units of blood were administered. Five hrs after the procedure was completed, the pt developed vasoparalysis and suffered a significant drop in blood pressure. The pt was placed in intensive care for two weeks and spent subsequent three days in intermediate care. The implanting surgeon reported that the pt died twenty days after the operation due to complications from a candida infection.

Manufacturer narrative:
The investigation failed to establish a relationship between the prosthesis and the death of the patient. At the time of writing no other incident of this type has been reported to sulzer vascutek. It can be reasonably assumed that all grafts from this batch have now been implanted. The length of time taken to submit this final report was extended due to the fact that the info from the hospital was not forthcoming and the fact that the reporting surgeon has since left surgical practice. The surgeon did communicate to sulzer vascutek that she had seen the results of our investigation and that no further action from sulzer vascutek is necessary.